Event description:
It was reported that the cadd pump delivered the medication faster than intended during the infusion. These issues will cause over delivery. No other adverse consequences were reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.